Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device follow-up, the right ventricular (rv) lead exhibited high thresholds. The positioning of the lead appeared to be fine and it was confirmed that the lead did not move. Upon lead explant, the physician examined the lead and stated nothing was wrong with it. A new replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.